Event description:
It was reported that during a da vinci-assisted incisional hernia surgical procedure, the force bipolar instrument was broken along the hinge. There was no patient injury and that the procedure was completed robotically. The force bipolar instrument is a multi-use instrument with bipolar energy capability. This instrument is designed for dissection, grasping, retraction, and bipolar coagulation of tissue. This instrument allows the user to temporarily apply a strong grip mode, depending on surgical needs. Isi followed up with the initial reporter and obtained the following additional information on 10-june-2022: the customer might had misplaced the alleged force bipolar instrument or it got thrown away. There were no fragments that fell into the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the force bipolar instrument be returned for evaluation, but it has not yet been returned. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the instrument log for the force bipolar (part number 471405-06 /lot number k10211025-0024) associated with this event has been performed. Per logs, the force bipolar instrument was last used in a procedure on (B)(6) 2022 via system (B)(4). The alleged instrument had 6 uses remaining after the last procedural use. No image or video of the procedure was provided for review. This complaint is considered a reportable malfunction event due to the following conclusion: it was alleged that the force bipolar instrument broke along the hinge. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur while grasping tissue. Medical intervention may be required in the event that the instrument jaws fail to open from tissue when commanded by the user or system. At this time, it is unknown what caused the hinge to become dislodged.